Event description:
A pulsar-18 peripheral stent system was selected for treatment of a mildly calcified lesion (80 percent stenosis degree) in the mildly tortuous mid sfa. The stent was released during the procedure as usual. After releasing about 20 mm, the stent was shortened in the body. As the stent could not be withdrawn it was decided to release the stent completely. The stent covered approx. 60 mm of the 135 mm lesion.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph taken from the angiogram was reviewed. The technical investigation confirmed that the stent has been fully released. The outer shaft has been retracted by about 489 mm. Stent imprints are visible over a length of about 150 mm, indicating that the stent was properly crimped under the outer shaft at the time of delivery. Besides a kink at the kink protector no damage or irregularity was observed. The photograph provided shows a stent in the sfa. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity along the stent length is indicative for focal stent compression. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent length is performed. Based on the conducted investigations no manufacturing related root cause was determined. The most probable root cause for the complaint event is related to the handling during the procedure. Please note that, according to the IFU, any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation.